Event description:
The following information was reported: the mynxgrip (6f/7f) vascular closure device was placed in the sheath and the balloon was inflated. It came right through the sheath and was observed as ruptured. A second mynx was used and the same issue was reported. Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Additional information: during prep the black marker on the inflation indicator was fully exposed. The stopcock was not opened when the balloon was at the arteriotomy. Resistance was not felt while inserting the device nor during pull back. The procedure date was sometime during the week of (B)(6) 2014. Sheath size: 6f procedure type: coronary.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined. According to the provided information, two balloon loss of pressure events were reported to have occurred in the same patient; it should be noted that the probability of two devices failing in the same patient due to a puncture of the balloon is highly improbable without an outside source causing the puncture. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided. See medwatch report # 3004939290-2014-01088 for the first device.